Manufacturer narrative:
A partial lead was returned in pieces of 4.8 cm and 51.2 cm. Upon analysis, the reported malfunctions of lead noise and abrasion were confirmed. Full breach insulation degradation exposing the outer coil was noted in multiple locations at the distal end of the lead. The reported event of noise was isolated to the exposed outer coil conductor path in the abrasion region and degradation regions.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the asymptomatic patient presented for an elective procedure. Prior to procedure, the device check revealed the atrial lead was sensing noise. During the procedure, it was discovered the suture sleeve was tied too tight and an abrasion was found underneath. The lead was explanted and replaced. The patient was stable.